Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory also indicated an issue with telemetry. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after having a syncopal episode while on the treadmill which caused the patient to fall off the treadmill. The patient reported feeling funny prior to the syncopal episode and had bruising with two black eyes as a result of the fall. A device check was completed and the patient was released from the emergency room. The patient later reported audible tones from the device. A device check was again performed and it was found the implantable cardioverter defibrillator (ICD) had experienced a power on reset (por) and wireless telemetry had been disabled. Due to the por, the physician was unable to determine if the event was associated with the device or the right ventricular (rv) lead and elected to replace both. The device was explanted and replaced and the lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on reset (por) were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the por. If information is provided in the future, a supplemental report will be issued.